Event description:
It was reported that during a gastric bypass procedure, during the second section of the stomach, the device did not work properly and as a consequence it created a tangle of staples with open gastric tissue. Another stapler was used in order to remove the gastric tissue with the tangle of staples. The patient had a spleen hemorrhage. Patient condition is still to be evaluated. The customer disposed of the device and reload. Additional information has been requested, no response has been received to date.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.